Event description:
It was reported that post cardioversion the device was unable to capture in both chambers. It was also reported that at the hospital the external defibrillator was placed over the device and "fried" the ICD (implantable cardiac defibrillator). The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed no anomalies were found.